Event description:
Information was received from an unknown source regarding a patient who was receiving fentanyl (2000mcg/ml for concentration and 800mcg daily for dose), bupivacaine (concentration : 11.4mg/ml and dose: 2.848 mg/ml), dilaudid (hydromorphone) (concentration: 0.9 mg/ml and dose: 0.22481mg/day ) via an implantable pump for unknown indications for use. It was reported that the catheter pulled out of the intrathecal and epidural space completely. Patient first noted no relief on (B)(6) 2021. A catheter dye study was performed on (B)(6) 2021 and a revision performed on (B)(6) 2022. The anchor was noted to be free floating in the back incision sight, it was no longer sutured but the anchor was on the catheter and undamaged. The spinal segment was revised. The issue was resolved at time of the report. Patient status at time of report was alive no injury.

Manufacturer narrative:
Continuation of d10: product ID: 8598a; lot#serial#: (B)(6); implanted: on (B)(6) 2021; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient requested it medication increase due to increased foot pain on (B)(6) 2021. On (B)(6) 2021, the patient's sc was increased by 100 mcg and boluses doses from 10 mcg to 50 mcg due to increased foot pain. On (B)(6) 2021, the patient had inadequate pain relief and requested further medication increase. On (B)(6) 2021, the patient thought the pump was not working for their pain. The patient was prescribed oxycodone 5 mg on (B)(6) 2021. On (B)(6) 2021, a catheter revision was scheduled and the patient was refilled with 1 week of oxycodone 5 mg tablets. The event date was updated to (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID 8598a; serial# (B)(6); implanted: (B)(6) 2021; product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial#(B)(6), implanted: (B)(6) 2021, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient reported not feeling their boluses and that their current doses were not managing their pain well. A catheter dye study was ordered. A catheter access port contrast study was performed on (B)(6) 2021 which revealed catheter dislodgement. The catheter could not be visualized within the spinal canal. The device diagnosis was catheter dislodgement and the clinical diagnosis was inadequate pain relief. The event was ongoing. No actions were taken; however, it was noted that a revision was needed.  Regarding etiology, the relationship of the event to the device or therapy was related, and the relationship of the event to the implant procedure was not related.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a; serial#: (B)(4); implanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 20-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.